Manufacturer narrative:
The customer reported a leads ECG waveform issue philips determined there to be a 12-lead ECG v1 signal noise. There was no report of patient impact. Philips resolved the issue by replacing the leads ECG connector.

Event description:
The customer reported erratic leads ECG waveforms.